Manufacturer narrative:
The surgery took place which was a normal eri.as such, this does not meet the reportability criteria.

Event description:
Additional information received indicated that patient had an ipg replacement on (B)(6) 2020 and was an normal eol.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient ipg will be replaced for unknown reason.

Manufacturer narrative:
The reported observation of ¿ipg replacement, eri¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion. The device had not declared end of life (eol) prior to explant. Calculated the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 2.1 years up to 2.9 years +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 6660. The total stimulation on time was 840 days or 2.3 years, suggesting the device had normal battery depletion at the time of the observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.